Manufacturer narrative:
The investigation verified that incorrect product was shipped. It was determined that there is a defined location in the distribution center that includes product on pallets on the floor and the indicated product most likely got intermingled with an incorrect item during picking. There was a failure in procedure execution as the picker did not pick the correct item and the packer nor shipper noted the error during their verification. The root cause was the distribution center mixed up products when receiving and picking orders. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The distribution facility reported to terumo cardiovascular that during out of box, a different lot number of product was received than what was on the invoice. No patient involvement.